Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of a broken screw. Patient had hardware put in about a year ago for a one level tlif. Patient did well after surgery but eventually had a non union and this screw broke at l5 because of micro motion from the non union. Patient was a large man greater that 250 lbs so fatigue of screw was inevitable. Screw was broken in two (2) pieces both were retrieved from surgical cite. Tip of bone screw was retrieved using trephine bit and easy out from synthes screw removal system no other complications from procedure, screw was retrieved and replaced with another larger diameter screw and bmp was used in lateral gutters to aide in fusion. Post operative outcome was good and patient went home after two days of recovery time. This complaint involves one (1) device.